Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and multiple pump errors. The customer¿s blood glucose level was 331 mg/dl at the time of the incident and treated with manual injection. Customer stated that they were not able to rewind the pump. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir and the insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not leak.